Manufacturer narrative:
(B)(4). Batch # t5d16w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with four reloads present. The reload (b) was received with the one-piece sled detached and unfired making it nonfunctional. The reloads (c and d) were received fully fired. The reload (e) was received damaged and fully fired, with the pan detached from the reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. It is possible that the damaged on the reload was due to an improper handling of the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: was the retaining cap left in place when loading cartridge? No further information is available. What is the experience of surgical team with this device? No further information is available. When firing on artery, did device cut or staple at all/ please explain how artery was damaged. It is unknown if the device stapled, but the knife did not move forward. How was the bleeding addressed? Blood transfusion was required. The hand suture was used to stop bleeding. Why does surgeon believe the damage was from an alleged deficiency of device? No further information is available. What is the current patient status? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pancreatectomy, the knife did not move forward at the 4th firing on the gastroduodenal artery. The manual override lever was used to release the device. However, the gastroduodenal artery was damaged, and bleeding occurred. The amount of the bleeding was 1000cc. Blood transfusion was required. When the device was checked, it was found the sled was not in the cartridge. The sled was found at the mayo table. The hepatic artery was cut, and additional hand suture was performed to complete the case. After the 1st firing, ecr60b was broken off and the cartridge pan was left inside the jaw when the cartridge was about be taken off from the device. The cartridge pan was taken off and another ecr60b was used at the 2nd firing. At the 3rd firing, gst60w was loaded first, but it was replaced to ecr60b. When loading ecr60b, it was found the sled of gst60w was left in the jaw, so it was removed. The patient stays in the hospital.